Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys hcg + beta test system results for four patient samples. Patient 1 initial result was 59.72 mui/ml with a data flag. The repeat result on a cobas 6000 e 601 module analyzer was <0.100 mui/ml with a data flag. This result was reported to the patient and was considered to be correct. The sample was repeated on the original analyzer and the result was <0.100 mui/ml. Patient 2 initial result on (B)(6) 2016 was 14.85 mui/ml with a data flag. The repeat result on the same analyzer was <0.100 mui/ml with a data flag. This result was reported to the patient and was considered to be correct. This patient was female. Patient 3 initial result on (B)(6) 2016 was 4.23 mui/ml with a data flag. The repeat result on the same analyzer was <0.100 mui/ml with a data flag. This result was reported to the patient and was considered to be correct. This patient was female. Patient 4 initial result on (B)(6) 2016 was 2.73 mui/ml with a data flag. The repeat result on the same analyzer was <0.100 mui/ml with a data flag. This result was reported to the patient and was considered to be correct. This patient was female. The patients were not adversely affected. The reagent lot number was 15654200 with an expiration date of 09/30/2017. The field service representative performed an alignment of the black tubes, decontaminated, and checked the probe liquid level detection. During the check, he found a failure at circuit board.

Manufacturer narrative:
A specific root cause could not be identified. The field service representative reported that the customer had issues with their preanalytical procedures. Upon follow up, the customer confirmed the issue was resolved.